Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the left ventricular (lv) lead a guidewire became stuck in the lead. While attempting to remove the guidewire the lead body pulled apart proximally. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.